Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that the patient died. In (B)(6) 2016, the patient was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) with 75% stenosis and was a 9mm long with a reference vessel diameter of 4mm. The lesion was treated with placement of a 4.00x12mm synergy ii stent with 0% residual stenosis. On the same day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient had been having trouble with hypoglycemia and expired at home.